Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/22/2017 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment had two cracks and there was corrosion observed inside the compartment. The threads on the returned battery cap were damaged and the cap had one contact height out of specification and both contact widths were within specification. A test battery cap was used to complete the investigation. The returned battery cap and the test cap were able to attach to the pump but continued to spin. The pump was exercised for 24 hours with no intermittent power or reboot occurrences therefore the initial complaint about a power issue could not be duplicated during this investigation. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.